Manufacturer narrative:
Qn #: (B)(4). Based upon the findings contained in this complaint review it does not appear that the item had the potential for inability to perform as intended. In the IFU it states "apply dressing directly to the source of the bleeding and use it to apply manual compression.... More than one dressing may be required....continue to apply manual pressure for 5 minutes, or until bleeding is controlled." Based upon the customer reply stating the "patient was lying in a pool of blood" possibly indicates that the hemostatic bandage was not used per IFU. DHR review found no issues that could cause or contribute to this complaint.

Event description:
It was reported that, "patient's permcath insertion site was bleeding and the quikclot did not help to stop the bleeding. Patient is still in surgical ward; bleeding is currently under control. It looks like the bleeding occurred in ICU over the weekend. The doctor gave something to stop help stop the bleeding."